Event description:
Boston scientific received information that there was loss of capture (loc) and poor sensing in the left ventricle (lv). It was suspected this lv lead dislodged. The decision was made to reposition the lv lead. All measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.